Event description:
It was reported the device displayed the error alarm -cassette not attached- during testing. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device was intact. The customer stated problem was confirmed. The reported failure was duplicated. The downstream occlusion sensor was replaced. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.